Manufacturer narrative:
E1: (B)(6). The actual device was not available; however, three photographs of the sample was provided for evaluation. Visual inspection on all three samples did not reveal the reported problem or the cause. Due to the absence of an actual sample, the reported issue could not be clearly identified or further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, an external fluid leakage was observed on the cap on one unit of polyflux 170h. There was no patient injury or medical intervention associated with this event. No additional information is available.